Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported tubing crack was confirmed as a leak was identified. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in the cylinder body. There was a leak in the cylinder kink resistant tubing (krt), a hole result of fatigue was present. Cylinder was not pressure tested due to a leak was identified. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection identified a crack in the right cylinder connecting tube. Therefore, the right cylinder was replaced. The cause of the cylinder connecting tube crack was not disclosed in detail at the hospital. The patient had a stable outcome following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection identified a crack in the right cylinder connecting tube. Therefore, the right cylinder was replaced. The cause of the cylinder connecting tube crack was not disclosed in detail at the hospital. The patient had a stable outcome following the procedure.